Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Model sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.